Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the returned product analysis reported back up state of the device, but after restoring to normal operations the device was found to be fully functional with a nominal current drain. Attempts to re-introduce the failure were unsuccessful. The cause of the returned product analysis reported transition into back up mode and subsequent four resets could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was tested out-of-specification. No additional information available.